Event description:
It was reported that the customer had a low blood glucose level in the middle of the night. Customer stated that the sensor only got down to 72 mg/dl. Customer stated that the paramedics checked his blood glucose level and it was down to 36 mg/dl. Customer stated that the sensor never registered a correct sensor glucose reading to suspend the pump, causing the low blood glucose level. Customer was not admitted but the paramedics were called. Customer stated that the sensor did not cut off the pump. Customer stated that the pump appeared to be working correctly. Customer stated that this has happened twice where the sensor glucose and blood glucose readings were off and the pump did not suspend. Customer stated that he does not wear the sensor any longer due to this issue. Customer declined troubleshooting. Customer was advised to monitor the system. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.